Event description:
Reporter alleged blood glucose measured 250 mg/dl at 6:30 pm, however, customer was dizzy, trembling, and soon became unconscious so the emergency medical technicians (emts) were called. Customer stated emts measured 66 mg/dl one hour later so they treated customer with glucose paste and a glucose IV before taking him to the hospital where he was admitted for four days. It was reported customer was using expired test strips at the time and had been getting high readings in the 200s mg/dl previously. A request was made for the return of the suspect device and replacement product was sent.